Event description:
It was reported that, "the patient presented with an infected bipolar hip. The doctor performed I & d and then placed new components for head and bipolar. No other information per hospital protocol."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6001-2800, lot # mkje67, description: c-taper cocr head 28mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.